Event description:
Per the clinic, the patient experienced chronic wound dehiscence (specific date not reported) and an infection (site of infection not confirmed)/skin complication. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient underwent a skin revision surgery (specific date not reported) for the wound dehiscence however, the patient experienced skin breakdown at the incision site again along with necrosis over the magnet area (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) although there was no infection.